Manufacturer narrative:
The date of implant was indicated as approximate.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) via an intrathecal drug delivery pump for dysmyotonia. A refill occurred on (B)(6) 2016 and following the refill the patient started to experience adverse drug reactions and they were immediately sent to the emergency room (ER) to be rescued. The patient was reported to be in the intensive care unit (ICU) in critical condition. It was reported that the patient experienced a respiratory inhibition reaction and their oxygen saturation was decreased. Additional details regarding the refill were unknown. It was reported that the patient¿s symptoms occurred on the same day after the injection, but the specific time of when the symptoms started was not clear. It was unknown if the patient experienced an overdose following the refill on (B)(6) 2016. It was reported that the patient had died and the date of death was (B)(6) 2017. It was reported that the specific cause of death was unknown and it was not known whether the death was related to the device or therapy.

Event description:
It was further reported that the patient was cremated and the autopsy or other reports could not be obtained.

Event description:
It was further provided that it was unknown if the device was removed prior to cremation or who had possession of the pump. In regards to if the pump would be returned or had been sent for return the reply was "no". The patient's family had refused communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.